Event description:
Low rv shock lead impedance. Noise seen on ff signal. This lead and the associated device were explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.